Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received as received, the pulse generator could not be interrogated by the merlin programmer. The device image was retrieved; and found to be a device image from a high voltage device instead of a low voltage device. Flipped bits had occurred in the field during the time that the incident was reported by the patient. The device had then gone into reset in an effort to correct the flipped bits, but the error was un- correctable. Another bit in the wrong state prevented the device from going directly to bvvi mode.

Event description:
It was reported that the patient presented in clinic after hearing an alert beeping for three days. It was noted that the patient had bronchitis with a severe cough for two weeks before the patient notifier went off. Presenting rhythm appeared to be 67 pulses per minute vvi paced. The pulse generator could not be interrogated. Communication with the device could not be restored. The pulse generator was explanted and replaced.